Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia while using the ilet bionic pancreas during early use, with continuous glucose levels around the 60 mg/dl range despite repeated oral carbohydrate intake and approximately 4 units of insulin on board about four hours after a meal announcement with less food consumed than usual. Symptoms included low blood glucose without loss of consciousness, dizziness, or need for assistance. Outcomes included recovery with oral glucose and no medical intervention or hospitalization. Investigation included review of device data and user report, education on system learning and expectations during the initial adaptation period, and counseling on treatment of low glucose. Investigation of this case revealed no device malfunction, with hypoglycemia plausibly related to meal mismatch and the learning phase, and contributing clinical factors that can affect glycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear.